Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There was wear on the close/fire and open/rotate buttons. The eeprom was uploaded and indicated 29 autoclave cycles for the handle. A pmv representative adapter and pmv representative sulu were connected to the subject handle and applied to test media. The reload was able to be articulated fully, fired, returned back to neutral position, and then removed from the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. However, the investigation detected a secondary condition of improper cleaning that has no relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during bypass of gastroenterostomy, the first firing for duodenum resection was successful. For the second firing for stomach resection, the surgeon started to fire the device, however the device was stopped at once. The pushed the silver button and removed the device from the tissue. Replaced by a new cartridge, the firing was completed with no problem. The status of the patient is alive with no problem.